Event description:
A vanishpoint syringe was noted to not have any markings on it for measurement of drug. The syringe was a 3ml 21g x 1 1/2 inch syringe with the lot #a160202. The syringe is made by retractable technologies. No other syringes in the box of (B)(4) were found to have issue. The syringe was not used in pt care.